Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the field representative received indicates the cause of the previously reported clinical observations is a lead insulation breach. No further testing or intervention is planned outside of normal follow-up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device emitted beeping tones, which was found to be due to low out-of-range atrial pace impedance measurements which were detected by the device. Upon further investigation, low p-wave amplitude was noted and noisy signals and atrial undersensing were observed. Boston scientific technical services (ts) was contacted for assistance and discussed programming recommendations. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient presented for normal follow up and upon interrogation the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Upon review it was noted the few days prior to the interrogation the impedance measurements had been in range. Further review found a pattern of the ra impedance being greater than 2500 ohms and then in range. Boston scientific technical services (ts) was consulted and discussed that previously it was thought the other manufacturer's ra lead had insulation damage and that with the high out of range impedance measurements the insulation damage may have now affected the conductor coil. Previously an x-ray had not been taken. Ts recommended further review. At this time the ICD and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received from the field representative that the patient is not dependent on the ra lead and paces 1% of the time from the atrium. The field representative discussed the results of the interrogation with the physician and an x-ray was recommended. It is unknown if the patient ever went in for an x-ray. At this time the patient will continue to be monitored via the remote home monitoring system.